Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was unknown. There were no complications noted. Unknown part/lot on (B)(6) 2019, the patient presented with stiffness and recurrent hemathrosis. The patient underwent a revision and the tibial component was found to be loose. The cement was debonded from the tibial tray. Tibial tray was removed without difficulty and bone stock was in good condition. The femoral component, and patella was noted to be well fixed and in good condition. Neither of them were revised. An attune revision tibial tray was placed as revision with depuy cement used. Doi: (B)(6) 2017; dor: (B)(6) 2019; left knee.